Event description:
It was reported the patient had sharp pains and it felt hot over the internal neurostimulator (ins) site. The patient stated he is in critical pain and cannot sleep. The patient was checked at a hospital and ruled out many things like gaul stones and a hernia. The patient stated he needed a new medical doctor. A list of us physicians and disclaimer was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7495-51 lot# serial# (B)(4) implanted: 1994-(B)(6) explanted: product typ extension product ID 7434a lot# serial# (B)(4) implanted: 2007-(B)(6) explanted: product typ programmer, patient product ID 7434-e lot# serial# (B)(4) implanted: 2001-(B)(6) explanted: product typ programmer, patient product ID 3888-28 lot# l34355 serial# implanted: 1994-(B)(6) explanted: product typ lead. (B)(4).